Event description:
Manufacturer's domestic evaluations laboratory confirmed the lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Replacement was sent.